Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4076, implantable pacing lead, (B)(6) 2013; 4193, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that after a device change, the atrial lead was found to not have the pin past the post. It was noted that there had been possible oversensing and high atrial impedance. The pocket was reopened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.